Manufacturer narrative:
Device evaluation details: the device was placed on a charge pad. However, it would not charge. Instead, the battery display continued to decrease while the charge pad light was solid. These symptoms continued even with a new battery and new charge coil. The issue is likely associated with the mainboard. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an ilet charging issue in which the device failed to charge despite a steady green indicator on the charger and use of alternate outlets, and the device later showed a blinking light consistent with very low battery and power depletion. Symptoms included no reported adverse clinical effects. Outcomes included reliance on backup therapy and shipment of a replacement device with notification that the replacement would not be watertight. Investigation included customer interview and verification that the external charger functioned as expected. Investigation of this case revealed that the device exhibited very low battery behavior and did not recover charge while docked, while the charger was confirmed operational. It was concluded that the device experienced a power anomaly leading to battery depletion, and the device will be replaced.